Event description:
Related manufacturer reference# 3006705815-2019-02605. It was reported the patient experienced stimulation in her ribs due to lead migration. As a result, the leads were explanted and replaced. Postoperatively, effective stimulation was reported.

Event description:
Related manufacturer reference# 3006705815-2019-02605.